Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that upon further review, it was discovered that the etiology was urethral syndrome and was not a condition for the device to treat. As such, this was not related to the device, treatment or procedure. No further patient complications have been reported as a result of this event.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported a change in urinary symptoms. Interventions included medication of ciprofloxacin hcl 500mg for 7 days starting on (B)(6) 2015. A renal ultrasound was performed on (B)(6) 2015. Patient with 3-4 day history of lower pressures with dysuria and gross hematuria. The device was turned off with no change in symptoms on (B)(6) 2015. On (B)(6) 2015, the pressure and dysuria resolved when on antibiotics then recurred post treatment. Urinanalysis (ua) culture demonstrated "no growth". There was a report that no cyst, mass, or stones were seen on the renal ultrasound on (B)(6) 2015. It was reported that the event was possibly related to the device or therapy and not related to the implant procedure. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.